Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The primary reported complaint, compression or infolding of the implanted conformable excluder endoprosthesis within six months of implant, could not be independently confirmed because there were no items returned for evaluation. Neither images beyond those included in the study database nor the product itself, which remains implanted, were returned for evaluation. There was no report of reintervention. The cause for the reported endoprosthesis compression or infolding could not be established with the available information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on november 13, 2025 from the imaging database and the imedidata database: on (B)(6) 2025, this 81-year-old male patient underwent endovascular treatment for an abdominal aortic aneurysm. The patient was treated with gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis devices. The gore® devices were successfully navigated to the intended location and successfully deployed. On (B)(6) 2025, the patient underwent a cta follow-up. It was noted that there was compression/infolding of the excluder conformable aaa endoprosthesis trunk-ipsilateral leg. No additional information, including reintervention, was reported.